Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the customer's provided image was performed, and it was identified that the tip cover accessory had a torn cover below the instrument blade.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory showed signs of a tear below one of the blades. There was no observable impact to the instrument's performance. The procedure was completed with no reports of patient injury.